Event description:
Reporter has a CPAP machine that is emitting a foul odor and causing him to have a headache. He had complained to resmed, the manufacturing company and was told that the device meets the manufacturing standards for plastic devices. Resmed sent him a pile of scientific papers about the machine, but he is not satisfied with that. This reporter said he called the FDA in the past about this same problem. He wants to recommend to the FDA to reevaluate these machines for the levels of plastic smell. Caller also complained of how difficult it is to call the FDA and talk to someone, that the music played over the system when your call is placed on hold is annoying.

Event description:
Additional information received from reporter on (B)(6) 2016 for mw5063479. Reporter is unable to sleep without a CPAP due to apnea caused by a narrow wind pipe. He is therefore, very dependent on the device psychologically and medically, and has been using this device for the past twenty years now. Three years ago, he was given a new resmed CPAP machine which emitted a foul odor and alerted him to the reality of the off-gas plastic machines. He complained to resmed and was given a brand new machine free of charge. He had hoped that the device will be better than the first, but when he tried to use it, he could not stand the odor the device emitted for five seconds. He was virtually gasping for air every time. The plastic tote the machine came in also had a strong odor. When he called resmed regarding this issue, they were dismissive. Reporter is very uncomfortable with the plastic fumes the device emits, and he doesn't believe he is the only one going through this experience. According to him, statistics show that (B)(4) of patients discard the device, while (B)(4) under use the device. He is thankful he did not depend solely on the brand new device sent to him. He now uses his old resmed CPAP device which he was more comfortable with. According to reporter, the goal is for manufacturers to defer from using parts that are off-gas plastic for the device due to the fumes and odor emitted, which defers people from using them.

Event description:
Reporter has a CPAP machine that is emitting a foul odor and causing him to have a headache. He had complained to resmed, the manufacturing company and was told that the device meets the manufacturing standards for plastic devices. Resmed sent him a pile of scientific papers about the machine, but he is not satisfied with that. This reporter said he called the FDA in the past about this same problem. He wants to recommend to the FDA to reevaluate these machines for the levels of plastic smell. Caller also complained of how difficult it is to call the FDA and talk to someone, that the music played over the system when your call is placed on hold is annoying.